Event description:
Port unable to be declotted with standard methods. Same lot numbered device used on another pt required removal for different reason. Device used for chemotherapy until unable to declot.